Manufacturer narrative:
(B) (4). Per the reporter's request, physio-control provided the customer the therapy connector assembly part number info.

Event description:
It was reported that the device ECG display in the paddles mode had an artifact and then the signal dropped out. There was no report of pt use associated with the event.